Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, errors 32100 and 1125 were found pointing to the proximal setup joint (psuj) axes controller setup (acu) confirming that the faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it functioned as expected. The unit was then installed on a patient side cart fixture test platform (pftp) where it passed all relevant tests. However, the error 32100 was shown in the logs thus replicating the reported event. The complaint was confirmed based on failure analysis. The probable root cause is attributed to electrical and fiberoptic defect of the acu printed circuit assembly (pca) in the proximal inner suj.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced proximal setup joint (psuj) on universal surgical manipulator (usm3) due to error 32100. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the psuj for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The probable cause of error 32100 points to ac hardware current/voltage monitoring error on armnet 3 suj proximal.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the system had a non-recoverable fault. Technical support engineer (tse) reviewed the logs and found 32100 for the proximal setup joint (psuj). The customer power cycled the system, and the fault returned. Tse had the customer do a hard power cycle of the patient side cart (psc). After that, it powered up good with no faults. Tse informed the customer that the fault could come back and be prepared to disable universal surgical manipulator (usm3). Tse asked how many arms they needed for the case, and they stated all four. Tse did inform them that in case they could complete it with three arms, how to do it. Tse verified amrnet 3 errors in logs. Tse had customer power cycle and undock usm3 prior to installing instruments. Customer continued the procedure with usm1, usm2, and usm4. The procedure was completed with no reported injury.